Manufacturer narrative:
The pump was received with cracked and or bleeding lcd glass. The displacement test was unable to be performed due to cracked and bleeding lcd glass. The pump was received without belt clip and unable to confirm damage. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump fell and screen cracked. The customer's blood glucose level at the time of incident was 108 mg/dl. The customer states the pump screen is shattered. The customer was advised the pump would have to be replaced and returned for analysis.